Event description:
Reference number (B)(4) event occurred in the unites states it was reported that, the patient experienced issue with 3 infusion sets cannula of being kinked on (B)(6)2024.this issue led to an increase in blood glucose level, and treated with correction bolus via pump .the site of insertion was located at abdomen and the symptoms of cannula kinking were observed within 3 hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.